Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "failed volume test 2 x" was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed volume test twice . This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.